Event description:
It was reported that during implant, high pacing impedance and high capture threshold was noted on the left ventricular lead. The lead was not implanted and the procedure was completed without a replacement due to patient discomfort. The patient is recovering after the procedure.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for evaluation. Insertion examination found the lead was fully inserted into the test ICD and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual, x-ray and electrical examinations of the lead did not find any indication of conductor fractures or internal shorts or anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.